Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. Vascular access was obtained with an ipsilateral approach through the femoral artery. The 100% stenosed, de novo lesion was located in a moderately calcified and moderately tortuous left anterior tibial artery. The physician advanced the 1.5mm x 20mm sterling es balloon catheter. On the first inflation the balloon was eventually inflated to 8atms and ruptured. The device was removed from the patient intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4)